Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a pmcf from (B)(6), united states. The title of this report is ¿a retrospective data collection of the internal fixation, reconstruction, and treatment of small bones in the foot & ankle with the variax foot plating system.¿ which is associated with the stryker ¿variax foot plating¿ system. Within that publication, post-operative complications/ adverse events were reported, which occurred on 01 may 2020. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 5 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses nonunion. The report states: ¿one subject treated for degenerative reconstruction was found to have a broken plate and broken screw at 119 days post-operatively. A revision surgery was performed at 119 days after the initial surgery to exchange the broken plate and screw, at which time the adverse events were resolved. This patient did not achieve radiographic or clinical consolidation¿.